Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files analysis was requested since patient was having severe vertigo causing nausea and vomiting. The log captured routine events; it appeared the ventricular assist device (vad) and peripheral equipment were functioning as intended. It was further reported that a computed tomography (CT) head was done that showed no acute findings and neuro was consulted. A follow up CT was done and still showed no acute findings. Both CT scans showed an unchanged expansile sellar mass with suprasellar extension, which was a known finding. Neuro recommended vestibular training with patient and pro re nata meclizine was given for dizziness. Patient¿s hematocrit and hemoglobin were noted to be slightly decreased and they were given a unit of packed red blood cells (prbcs) with a good response. On the day of discharge, the patient was ambulating independently without recurrence of previous symptoms. The patient was being monitored for recurring symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of a low hematocrit/hemoglobin requiring packed red blood cells could not be conclusively established through this evaluation. It was noted that the patient had slightly decreased hematocrit/hemoglobin and was given a unit of packed red blood cells with a good response. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding the events surround the patient receiving packed red blood cells were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.